Event description:
During the procedure when the generator was on lesion mode, it did not reach the target temperature and the procedure was cancelled with no consequences to the patient.

Manufacturer narrative:
One nt 2000ix neurotherm rf generator was received for evaluation. Visual inspection revealed no anomalies. The generator was connected to an external power source and powered on successfully. Testing revealed abnormal functioning of the rf amplifier board. Replacing that rf amplifier board resolved the issue. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to the rf amplifier board.